Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s husband stated that the patient noticed red splotches on the day the sensor was changed. Splotches did not contain any bumps. Initially the splotches were not itchy. Over time the splotches spread across the patient¿s entire body, covering the abdomen, legs, and chest. Frequency of splotches increased on the back. On (B)(6) 2018 the patient observed some of the affected area was starting to itch. Patient¿s husband stated the reaction might not be related to the sensor, but on (B)(6) 2018 the patient saw a doctor due to the reaction. The doctor requested that the patient stop wearing the sensor temporarily and see a dermatologist. Patient was prescribed a steroid; exact details of the medication could not be provided. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.